Manufacturer narrative:
No samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation.

Event description:
It was reported while using bd micro-fine¿ pro pen needles the medication was delivered incorrectly. There was no report of patient impact. The following information was provided by the initial reporter, translated from japanese to english: the user reported the following two kinds of issues of pro: (1) an excess amount of drug solution comes out upon priming. (2) the user felt resistance upon priming and the drug solution does not come out.